Manufacturer narrative:
Failure analysis noted that the insulin pump passed the rewind, basic occlusion test, prime/compromised force sensor system alarm test and displacement test. However, the pump was received in a motor error loop during bolus/basal delivery and motor position encoder error alarm was confirmed in the history file. The motor was tested outside the device and passed. The motor may have had intermittent failure that was not detected in the testing. They were unable to perform the excessive no delivery test due to the motor error alarms. The pump was received with a scratched lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump alarmed no delivery. The customer's blood glucose was 138 mg/dl at the time of incident. The patient had not treated. While troubleshooting, the pump alarmed motor error. The customer was asked to change the complete set and try to prime manually and the pump alarmed no delivery. The customer was advised to revert to a back-up plan and that the pump would be replaced. The pump was returned for analysis.